Event description:
The company was informed that the pt developed an infection over the implant site. Skin irritation from headpiece use was observed. The pt was asked to stop wearing the external equipment due to the infection. The pt was prescribed antibiotics (augmentin) for two days. The pt was also given prescription for cipro and the pt's wife was asked to put bacitracin on the pt's wound. The pt was further prescribed bactrim. The company was informed that the pt is extremely non-compliant regarding follow-up and taking antibiotics. The pt also has experienced dizziness. Surgery to explant the pt's device is being considered.